Event description:
The pt was unable to adjust stimulation. The self-last beep was not heard. It was reported that "all four lights are lit." Using a different programmer, the pt was unable to adjust stimulation. The green battery status light of the deep brain stimulation was not lit. The pt had an appointment with his hcp. No pt symptoms were reported. Device registration system indicates that the deep brain stimulation was replaced approximately 2 weeks later. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.